Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The cause of the shocking is unknown, however patient services speculated that this was a result of device going from off to on. Patient confirmed their symptoms had resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp). Hcp reported that the patient had been without therapy since sunday when the battery depleted. Hcp reports the patient (pt) had tremor because the therapy was off. They charged the implantable neurostimulator (ins) today and when they turned the therapy back on, the hcp reported the tremors stopped but the pt was feeling shocks and tightening on the right side of their face, so the hcp turned the therapy back off. Agent assisted use the equipment and determined that the patient does not have control over the settings. Redirected caller to hcp. Additional information was received from a manufacturer's representative(rep) regarding an implantable neurostimulator. Rep conferenced on the patient and the unit manager of the facility that the patient resides. Unit manager said that patient's ins turned off yesterday because the implant battery had depleted, yesterday a return of db symptoms were noticed. The patient's implant was charged back up today and when the implant was turned back on today the patient started to experience right facial stiffness, the patient's eyes were stuck in a squinting position and patient was feeling shocks so the implant had to be turned off again. Patient said all their tremors automatically stopped but then they had started to feel a stiffness all along their right body. During the call the unit manager assisted patient in turning their therapy back on. When therapy was turned back on the patient said they still felt stiff but they were able to talk and open their eyes and wasn't twitching like they were the first time they turned therapy on. Patient said they still had stiffness all on their right side all the way down to their toes and they were keeping their eyes shut because of it. Patient said these were new symptoms they had not experienced. Patient said they did not have any falls/trauma. Patient was redirected patient to the healthcare provider to further address the issue.